Event description:
On (B)(6) 2011, this patient was undergoing treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system trunk-ipsilateral leg component. It was reported that the physician was reluctant to push an 18 fr sheath across the patient's tight, calcified aortic bifurcation into the contralateral gate for cannulation, so the physician elected to advance a contralateral leg component outside of the sheath. The contralateral gate of the trunk was successfully cannulated; however, it was reported that advancing the contralateral leg component outside of the sheath resulted in pushing the trunk proximally and covering the renal arteries. The physician reportedly pulled the trunk down with an occlusion balloon, and two renal stents were implanted bilaterally. Final angiography reportedly showed evidence of a type ii endoleak; however, the physician plans to monitor the patient at this time. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.